Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged dim/fading screen that is hard to see; this has happened gradually. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during the investigation, it was observed that when the pump was powered on, the display appeared to be dim and discolored. Unrelated to the original complaint, the battery compartment, as well as the cartridge compartment, was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.